Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age and unknown medical history underwent an ion lung biopsy of a 1.7cm nodule in the left upper lobe. The biopsy of the lung nodule was completed and results were consistent with a benign adenoma. Manual linear ebus bronchoscopy was performed for staging. Section a patient demographic information: year of birth 1961.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a cardiac arrest. The biopsied nodule was 1.7 cm in size and located in the left upper lobe. Staging utilizing endobronchial ultrasound (ebus) was performed. The diagnosis obtained from pathology was adenoma/bronchial (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.